Event description:
Customer reported via phone call that the insulin pump alarmed button error. The customer had finished working out when the alarm occurred. The customer changed the battery and could not clear the alarm. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a broken reservoir tube lip. The insulin pump had no button error alarm. However, intermittent button response was noted due to corroded keypad traces.